Event description:
It was reported that the lead was explanted due to a non-specific malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal portion measuring 50.0cm was returned for analysis. Insulation and conductor damage were found at 35.0-38.0cm from the lead tip, consistent with clavicle crush damage. The rv and sensing conductor etfe coating was abraded at this location.